Manufacturer narrative:
This medwatch is for suspect device accu-chek aviva system 2. Reference medwatch with pt is for suspect device accu-chek aviva system 1.

Event description:
The reporter states that he obtained the blood glucose result of 300mg/dl on accu-chek aviva system 1 in comparison to the blood glucose result of 130mg/dl on accu-chek aviva system 2. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.